Manufacturer narrative:
Added g3/g4, h1/h2, h6, & h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2026-07223 was submitted in error and is hereby retracted.

Manufacturer narrative:
Updated d10: lunderquist® double-curved tip, 0.035-inch guidewire.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent a procedure to treat a type a dissection with a gore® tag® conformable thoracic stent graft ac (ctag, tgmr404020e) device. The physician told it was not possible to advance the guidewire (lunderquist® double-curved tip, 0.035-inch) through the ctag delivery catheter. Reportedly, the guidewire felt resistance and it would not go on at approx. 5 cm before the distal end of the handle as the device catheter got stuck. As a consequence, the ctag stent was not implanted, not used and another non-gore product was able to arrange to continue the procedure at the intended treatment zone. The procedure was completed successfully and the patient tolerated the procedure. The physician is unable to explain why the guidewire got stuck and kept the device delivery catheter with the inserted guidewire. On (B)(6) 2026, a broken catheter inner shaft within the manifold of the ctag device was found by the gore product evaluation engineer.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. B3: date of event is used for evaluated malfunction on the received device, this event date reflects the investigation and evaluation. Gore has found a new product malfunction and detected this at gore office, which has been on february 12, 2026. D6a: the reported gore device was not implanted at the procedure day. It was used only with a guidewire, but not deployed inside the patient. Therefore, no implant date is entered. H6: imdrf a-code (medical device problem code): used code a0401. This selected medical device problem code reflects the product malfunction found during engineering evaluation of the received product. The reported guidewire resistance inside the catheter is not the malfunction, which is reported in this submission, therefore, it is no a-code for a guidewire resistance coded and is not applicable. Type of investigation: code b01, tested the device at gore. The evaluation was completed. Result is below, the cause of the reported guidewire resistance within the ctag device catheter was evaluated and the defect could be found, this malfunction is likely attributed by the broken catheter inner shaft within the manifold. Further, the manufacturing records were reviewed and the device lot met all pre-release specifications. Code c19: the manufacturing records were reviewed and the device lot met all pre-release specifications. Code c21: no findings are concluded due to the detected malfunction. Code d16: final conclusions are not available yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated g3. B3: date of event corrected. However, for the date of manufacturer got aware about reportability it remains the (B)(6) 2026 because gore has found a new, reportable product malfunction and detected this at gore the office during product evaluation. H6, - medical device problem code: added a150205. - health effect - impact code: added f2301. - type of investigation: code b11 added. - investigation conclusions: : code d0301 added. D16 is no longer applicable. - investigation findings: code c16 added. C19 and c21 is no longer applicable. Investigation summary and conclusion, the manufacturing records were reviewed and the device lot met all pre-release specifications. The affected product has been returned for evaluation. Product evaluation summary: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: ¿ while inserting a guidewire from the leading olive, an obstruction was felt in the handle, and the guidewire was unable to be advanced. When advanced through the tuohy-borst flush port, the guidewire was not able to be advanced through the handle. The catheter inner shaft within the manifold was broken and prevented advancement of a guidewire through the device. ¿ the findings of the evaluation are consistent with the reported event description that the guidewire was unable to advance through the handle. ¿ the inability to advance a guidewire through the device due to the broken catheter inner shaft within the manifold is likely attributed to a manufacturing deficiency associated with the catheter component supplier. The cause of the reported guidewire resistance within the ctag device catheter was evaluated, the defect could be found, and this malfunction is likely attributed by the broken catheter inner shaft within the manifold as evaluated during the engineering inspection. The inability to advance a guidewire through the device due to the broken catheter inner shaft within the manifold is likely attributed to a manufacturing deficiency associated with the catheter component supplier. Based on the product evaluation information, the event is consistent what was reported.